Manufacturer narrative:
The technician found the caster rubber was worn flat. He replaced the four casters to repair the bed.

Event description:
Information received indicates the brake does not work.